Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a car accident. The patient was bumped around and thrown into a windshield, and since the accident on (B)(6) 2013 the interstim was not working as well. It was noted that the patient was hospitalized and in a rehab center and had just returned home. The patient had not seen her interstim physician. It was noted that the patient was not feeling stimulation like she did before, and she tried to increase the stimulation but it felt too strong. It was later reported that an MRI had been requested because the patient was having head issues related to the crash. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# va0071e, implanted: 2012 (B)(6); product type lead product ID neu_un known_prog lot# serial# unknown; product type programmer, physician. (B)(4).